Event description:
As reported, the stent of a 6mm x 40mm 120cm smart flex vascular self-expanding stent (ses) delivery system was found outside of the delivery system during preparation of the device. It was also reported that there were damages to the device packaging prior to opening the device. As a result, a new smart flex ses was used to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a 70% stenosed lesion in the superficial femoral artery (sfa) which had mild tortuosity. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, d4, d8, d9, g3, g4, g6, h1, h2, h3, h6, and h10. Complaint conclusion: the stent of a 6mm x 40mm 120cm smart flex vascular self-expanding stent (ses) delivery system was found outside of the delivery system during preparation of the device. It was also reported that there were damages to the device packaging prior to opening the device. This was during a procedure to treat a 70% stenosed lesion in the superficial femoral artery (sfa) which had mild tortuosity. As a result, a new smart flex ses was used to complete the procedure. There was no reported injury to the patient. The product was not returned for analysis. A product history record (phr) review of lot 298047 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses deployment difficulty - premature/during prep¿ and ¿packaging/pouch/box damaged¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event. Shipping or handling factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, ¿prepare stent delivery system. A. Open the outer box to reveal the pouch containing the stent and delivery catheter. B. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. C. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device.¿ neither the phr review nor the limited information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 6mm x 40mm 120cm smart flex vascular self-expanding stent (ses) delivery system was found outside of the delivery system. There was no reported injury to the patient and the device will be returned for evaluation.